Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tascd30, tsv angled screw channel driver 30mm, lot: unknown h4: device manufacturer date: unknown / not provided.

Event description:
It was reported that during the screwing of a prosthetic restoration, 2 screwdriver tips fractured. No other impact on the patient reported. Procedure wasn't completed.